Event description:
It was reported that the implantable pacemaker had varying amplitudes on the ventricular pace intervals on the electrogram (egm). Technical services (ts) provided troubleshooting and advised this could be due to fusion events. At this time, the device and this right ventricular (rv) lead remain in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).